Event description:
Ous MDR - after an implantation period of about 20 months, oversensing without shocks was reported. As far as biotronik was informed, the system remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The cardio report you provided was carefully investigated. The available iegms confirmed the presence of noise on the rv channel which led to vf detection and charging capacitors as mentioned in the complaint description.in spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.should additional information or the device itself become available for analysis, the investigation will be updated.